Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported by the emergency room team that, during the venipuncture procedure, the device shows resistance when introduced into the patient's skin, causing the sensation of ¿tearing inwards¿, as described by the patients, and then breaking. The occurrence was identified in units from this batch and caused discomfort during the procedure, prompting the opening of this notification to assess the quality of the product. In view of the recurrence of incidents involving obstruction and breakage of the device additional information received on 29-may-2026 has there been any damage to patient's health? If so, please explain in detail. It was reported by the emergency room team that, during the venipuncture procedure, the device showed resistance when introduced into the patient's skin, causing the sensation of ¿tearing in¿, according to the description of the patients, and then breaking. On (B)(6) 2026.